Event description:
When removing the tegaderm to change the dressing, the peripherally inserted central catheter (PICC) line snapped in two. Registered nurse (rn) had her thumb over site to prevent movement of catheter prior to attempting to remove tegaderm. Assisting rn was holding the bell of the catheter. No excessive force used to remove dressing. Line was stuck to tegaderm but was not difficult to remove. Line was removed per protocol immediately to prevent movement into infant. Entire line removed carefully and confirmed remaining catheter intact. 16 cm at placement and 16 cm removed. Tip was intact as well.